Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of failed downstream occlusion was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump has an issue of consistent downstream occlusion test faiure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.